Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped and the touch screen became cracked. Subsequently, the pump became unresponsive. There was no impact to the customer's blood glucose level. Customer reverted to manual injections for insulin therapy.